Event description:
Healthcare professional (hcp) reports excess fluid removal during hemodialysis treatment on reuse number 1. The pre-treatment weight was 97.7kg and target for the treatment is unknown. Per the hcp, the machine states the ultrafiltrate is 1.5kg but the actual ultrafiltrate was 6kg. The pt was complaining of cramps, nausea and dizziness and was administered 1800cc of normal saline as replacement fluid. This was two hours into the treatment and the pt's weight was 93.5kg after fluid replacement. The pt's post-treatment weight is 93.5kg. At this time the pt is fully recovered.